Event description:
Reported via journal article. It was reported that following use of embolization agents inguinal hematoma, inguinal pain occurred in three women and iatrogenic rupture of iliac artery occurred in one woman. The goal of the retrospective study was a to find out the success rate of pelvic arterial embolization (pae) in cases of acute postpartum hemorrhage (pph). Delivery was classified as secondary pph. Pph was primarily managed conservatively according to the facilities practice guidelines. Depending on the site of bleeding, all necessary surgical procedures were performed to stop bleeding such as suturing of the tears, manual extraction of the placenta or curettage, uterine compressive sutures, bilateral ligation of uterine or internal iliac arteries, or emergency peripartum hysterectomy. If bleeding continued but the woman was hemodynamically stable, embolization was performed. The primary embolization agent was gelatin (non-bsc). Interlock coils and polyvinyl alcohol particle (non bsc) agents were also used in combination with the gelatin in four women. The rupture of iliac artery occurred during the catheterization procedure and immediate laparotomy with repair was performed. It was not specified in the journal article which type of embolization agent was used in each of the patients.

Manufacturer narrative:
Literature citation: gronvall, m. Et. Al. "Pelvic arterial embolization in severe obstetric hemorrhage"; acta obstetricia et gynecologica scandinavica 93 (2014) 716¿719. Implant date: between (B)(6) 2001 and (B)(6) 2011. Device evaluated by MFR: the device was not returned; therefore, direct product analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.